Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a hole in the shaft of the catheter. The target lesion was located in the right coronary artery (rca). The physician was using a stingray catheter over a stingray guidewire in the lesion. The physician attempted to inflate the balloon but was unsuccessful so the balloon was removed from the patient. When the device was removed, the catheter shaft appeared to be kinked, the catheter was then flushed and revealed a hole in the shaft approximately 2 inches proximal of the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified contrast in the inflation lumen. There were multiple kinks in the shaft of the device. There was a hole in the shaft of the device 6.5cm proximal of the proximal balloon bond with a kink proximal of the hole. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the shaft wall at the location of the hole. As a result of the damage, the catheter could not maintained pressure and the balloon would not inflate. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a hole in the shaft of the catheter. The target lesion was located in the right coronary artery (rca). The physician was using a stingray catheter over a stingray guidewire in the lesion. The physician attempted to inflate the balloon but was unsuccessful so the balloon was removed from the patient. When the device was removed, the catheter shaft appeared to be kinked, the catheter was then flushed and revealed a hole in the shaft approximately 2 inches proximal of the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.